Event description:
Reporter alleged discrepant back to back blood glucose comparisons of 84 mg/dl versus 164 mg/dl, 57 mg/dl versus 121 mg/dl, and 53 mg/dl versus 110 mg/dl when all comparisons were performed 5 minutes between results on the advantage system. The location of the testing was not provided however customer indicated the comparisons were performed over a period of three days. No actions or treatment reportedly received. A request was made for the return of the suspect device and replacement product was sent.